Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated they had insulin flow blocked alarm in past which got resolved by changing complete infusion set and reservoir. Customer stated they were unable to proceed with troubleshooting due to critical pump error alarm. Customer reported blood glucose was unknown but informed it was closed to 400mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.